Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's conductor wire was broken. The conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulley showed no signs of arcing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken conductor wire if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the permanent cautery hook instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.